Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported and a "call your doctor" icon message was seen on the pt programmer following implant surgery. It was also noted that the stimulation could not be adjusted. Unable to obtain any follow-up info based on the contact info provided.